Manufacturer narrative:
This product is not marketed in the us. Device code (B)(4): off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -8.5/2.0/087 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault . This exchange resolved the problem. Patient related factor was reported to be the cause of this event.

Manufacturer narrative:
Claim # (B)(4).